Event description:
The customer contacted stryker to report that their device displayed a blank screen and illuminated its service led. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed.   There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The user interface pcb assembly was replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.